Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was noted to be in backup mode. Technical support was contacted but could not retrieve device images, therefore, the device was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
The device was received with no telemetry, no output, and battery voltage below the end of service (eos) level. Analysis of the device image found the backup vvi mode was triggered due to low battery fluctuations. Longevity assessment found the device was implanted beyond its projected longevity and battery depletion to eos was normal. After replacing the battery and reloading the product code, normal telemetry was established. Subsequent electrical tests performed on the device did not identify any anomalies.